Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used. The patient underwent a percutaneous transluminal angioplasty (pta) of the left afs. Puncture was performed in the left groin, antegrade, with the use of ultrasound. No difficulties with advancing the sheath and during the procedure. Straight forward procedure. Since everything went smooth no angiogram was performed of the left groin to check the puncture site. Replaced the sheath for the delivery sheath of angio-seal and checked the depth of the anterior wall. After removing the dilator and wire the angio-seal was inserted as normal. Pulled back and forwarded the tamper tube. No problems occurred and after 10 second the tension on the angio-seal was released. Straight away they had an arterial bleeding. The physician was surprised by this bleeding and performed direct manual compression. Suture was cut and the patient received a pressure bandage with bedrest. It seemed that there was no collagen in the angio-seal, according to the physician. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were issues with withdrawal, seemed like the angio-seal did not seal the puncture site. There were no other devices or equipment used with the reported product. The patient's condition was stable. There was no patient harm but prolonged hospital stay. Hemostasis was achieved by manual compression and afterwards and a pressure bandage. Additional information was received on 23jul2021. Regarding the prolonged hospital stay: if a patient receives an angio-seal after a procedure, the patient may be discharged two hours later. One hour of bed rest before the angio-seal and one hour for the groin check afterwards. If a patient receives a compression bandage after a procedure, the patient must stay overnight. Prolonged hospital stay in this case therefore means an admission for one night. The next day groin check and discharge in the course of the morning. Additional information was received on 29jul2021. Blood loss was not great than 250cc; after noticing that the puncture site started heavily bleeding the physician immediately performed manual compression. No additional treatment was required during the extended hospital stay.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.